Event description:
During an implant procedure, the leadless pacemaker dislodged during tether mode. Additionally, the helix of the lp was observed to be stretched. As a result, the lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of device dislodged or dislocated and stretched were not confirmed. Visual inspection of the device did not reveal any anomalies on the helix. The inner and outer helix length were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed did not reveal any anomalies.